Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8093829. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the device submitted for investigation was found to have a large easily observable crack in the adapter body; a subsequent review of our manufacturing facility was unable to identify any potential causes for the observed damage. Given the level of damage and based on their review of our manufacturing process our quality engineers were unable to determine the root cause for this event at this time.

Event description:
It was reported that the bd connecta¿ multiflo¿ 3-way multiple infusion manifold leaked blood into the patient's bed during use. The following information was provided by the initial reporter, translated from french to english: "split all over its width. Incidence: blood flowed into the bed. Risk of gas embolism. Doctors were told of this incident. To date, no gas embolism".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd connecta¿ multiflo¿ 3-way multiple infusion manifold leaked blood into the patient's bed during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "split all over its width. Incidence: -blood flowed into the bed. Risk of gas embolism. Doctors were told of this incident. To date, no gas embolism."